Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise tubing to resolve the issue. (B)(4).

Event description:
The customer reported obtaining erroneous potassium (k) patient results involving the au680 clinical chemistry analyzer. The erroneous results were reported outside the laboratory. There was no change to patient treatment in association with this event.